Event description:
Event description boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead presented to the hospital with near syncopal episodes. Isometrics were able to produce noise, which was oversensed and inhibited pacing. There were many episodes stored due to the noise. Lead measurements were normal. An increase in dfts were also reported, with success at 14 joules in the previous device to failure at 17 joules with the current device. It was suspected that the high voltage leads were reversed in the device header. An electrophysiologist was to review the case and an invasive procedure was scheduled to correct the connections.